Event description:
The customer reported that some beds not displaying the other pt alarms. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that some beds are not displaying the other pt alarms. No pt harm was reported. Philips is reporting this in abundant of caution as this could result in an event where an alarm is not audible when it is expected. The response center engineer (rce) documented that the customer was assisted with assigning the beds to the caregroup ccu to resolve this problem. Caregroup configuration and status are adequately described in the device labeling (IFU). Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.